Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported during a da vinci-assisted umbilical hernia-tapp procedure, the 8mm force bipolar instrument jaws were stiff and does not open easily. The surgeon explained another instrument was used to straighten the instrument so it could be removed from the cannula. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have severely bent grip tips, causing issue reported by the customer. Components adjacent to these severely bent grips do not show damage.

Event description:
Refer to h10/h11 for follow-up information.